Event description:
It was reported that: when the surgeon uses the drill with the drill guide, he puts a lot of pressure on the drill which causes it to rub against the drill guide causing the drill to have metal fillings come off. He is concerned about them falling into the patient.